Event description:
A third party service agent, contacted physio-control to report that a customer's device reset itself during a patient event. This issue occurred twice when the customer was attempting to print the code summary of the event. When a third attempt was made to print the code summary, the device powered off completely. The patient was an 85 year old male. The customer advised that there were no adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The power pcb assembly and the battery contacts were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third party service agent, contacted physio-control to report that a customer's device reset itself during a patient event. This issue occurred twice when the customer was attempting to print the code summary of the event. When a third attempt was made to print the code summary, the device powered off completely. The patient was an (B)(6) year old male. The customer advised that there were no adverse effects to the patient as a result of the reported issue.